Event description:
An 83 year old female undergoing cataract extraction with lens implant to right eye. Prior to placement, it was noted that the haptic was broken on one side. Lens was unable to be used and had to be substituted.